Event description:
It was reported that the patient died 4 months after device was implanted. The cause of death has been requested and not received.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) no anomalies found; the proximal segment was returned for analysis. (B)(4) no anomalies found: the proximal segment was returned for analysis. (B)(4) no anomalies found: the proximal segment was returned for analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) no anomalies found; the proximal segment was returned for analysis. (B)(4) no anomalies found: the proximal segment was returned for analysis. (B)(4) no anomalies found: the proximal segment was returned for analysis.